Event description:
Customer called for daughter to report unexplained high bg's (400's) that would not come down with boluses. She had pod on for 48 hrs and then removed pod. She said that cannula appeared bent. Customer was able to activate new pod. No further problems reported. The caller stated that she would return the device involved for evaluation.

Manufacturer narrative:
The device involved in the reported incident has not been returned to the manufacturer for evaluation as of the report date. A follow-up report will be submitted if the product is received. No conclusion can be reached at this time. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The DHR provides evidence that the lot met the acceptance level prior to release.